Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump and the basals on pump. Customer's blood glucose was 480 mg/dl at the time of incident and 376 mg/dl at the time of call. Troubleshooting found that drive support cap and basal settings were fine. Customer believed that the bolus history was incorrect. A high pressure test was performed and failed twice. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction and to follow up regarding bolus and high blood glucose. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.